Event description:
It was reported that the pump activated an altitude alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer initially suspended insulin delivery due to the alarm but later followed instructions to clean the speaker holes and reconnect the cartridge. After these steps, the customer successfully resumed insulin delivery, and the pump returned to normal operation. Technical support provided guidance on preventing future altitude alarms, and the customer acknowledged the information.